Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log. During evaluation, excessive motor bearing wear and black material around the bearing were also found, several contributing factors to the condition were identified. The failed motor assembly was replaced.